Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's screen would be blank. The customer was unable to bolus as a result of the display anomaly. Customer stated the insulin pump's screen would go blank when the bolus button was pressed. It was also found the customer had a battery out limit alarm after they replaced the battery on the insulin pump. Customer's blood glucose was unknown. The customer declined to troubleshoot for the blank display. The customer declined to return the insulin pump for analysis.